Event description:
After pt felt saline flush leaking from the port, a cv cath eval with contrast was ordered which revealed that the port catheter had been dislodged from the port housing. "Floating" catheter extended from svc to the level of the right ventricle. The catheter was then snared via femoral vein and port housing was removed safely with no immediate complications.